Event description:
It was reported that the patient was originally implanted with dbs stimulator, model 7428 kinetra, on (B)(6) 2009. On (B)(6) 2011, the patient was switched to model 37601 activa pc unit due to battery depletion of the kinetra. Following the replacement surgery in (B)(6), the patient complained of problems affecting his right side. He was admitted to the hospital twice for reprogramming. During reprogramming, the voltage was increased to 4 v/60 pw/130 hz to obtain ok effect, however, the patient returned complaining of unwanted <(>&<)> recurring jolts that lasted for a few seconds. On (B)(6), further testing was done and surgery was performed on (B)(6). Testing of the new device showed consistently high impedances in the left stn. Reoperation tests started with intra operative tests of the connections on the adaptor/extension cables to the activa and high impedances were observed but no "loose" connections were observed. Further tests around the connections from the dbs leads to the left extension revealed miscolouring and moisture when removing the lead cap that was securely sutured on both ends. The silicone rubber between the 4 conductors had disintegrated and it looked like they were "eaten up". The lead was explanted and not replaced, and the hospital conducted bacteriological tests. The patient was doing fine.

Manufacturer narrative:
Product ID 3389-28, lot# b0819532k, serial# implanted: (B)(6) 2009, explanted: (B)(6) 2012, product typ lead product ID 3389-28, lot# b0810804k, serial# implanted: (B)(6) 2009, explanted: (B)(6) 2012, product typ lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3004209178-2012-04362. Analysis of lead model 3389-28, serial #(B)(4) showed no significant anomalies.